Event description:
It was reported that the pump was involved in an over infusion of a heparin solution. The pump was reportedly programmed to run at 4 ml/hr. The infusion was to run over 24 hrs, however the solution container was empty after only 8 hrs. The initial volume in the solution container was not reported. No medical or surgical intervention was required.

Manufacturer narrative:
No eval info regarding the infusion in the UK has been received. The cause of the reported occurrence is not known.